Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure using a pod packing coil (podj), a hospital staff accidentally let the podj pusher assembly contact a nonsterile section of the table. The issue with the podj was found prior to use and, therefore, was not used in the procedure. The procedure was completed using a new podj.